Event description:
Report received which stated, "transplant program routinely uses the baxter bag (r4r9953) to freeze stem cell products. Recently had a problem during the infusion of the thawed bag for a patient. Apparently the spike on the infusion set slipped out of the port and 30ml of the product was lost. After this occurred, it came to light that the nurses feel the spike is loose and fear that it will fall out. This is the first time it actually did. The floor is using the clearlink system solution set, product number 2c8401s, manufactured by baxter." Received 11/07/2005: lab manager stated that at this time, there is no sample available (the actual sample was discarded). Lab manager stated that the use of the IV set 2c8401 is not a new procedure for facility. Lab manager stated that the patient (unknown initials, patient) did receive the remainder of the product in the bag, started off with approximately 70ml of product in the bag, collections were made for 8 days and that the product was not stored for longer than one month. A controlled rate freezer is used, facility uses a metal cassette for freezing and storage is in the vapour phase of nitrogen. The patient did receive antibiotics due to the event.